Event description:
On (B)(6) 2009, pt reported over the past couple of months, she has noticed some condensation in the infusion device's cartridge chamber. She stated she thinks it may be from her insetting a cartridge with cold insulin. Advised to use a room temperature cartridge. Advised her to dry it with a soft cloth. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.